Manufacturer narrative:
H3 - device evaluation: the lens returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+3.0/178 (sphere/cylinder/axis), in the patients left eye (os) (implanted vertically), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with another same model/length lens (implanted horizontally) and the problem was resolved. The cause of the event was unknown.